Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a puncture for fistuloplasty while using a performer introducer, the check-flo performer sheath was leaking at the valve. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, IFU (instructions for use), manufacturing instructions, quality control, visual inspection, and functional testing of the returned device was conducted during the investigation. One used performer introducer sheath was returned for investigation. The sheath was tested for leaks by occluding the sheath tubing. Water formed on top of the sheath check-flo valve. Following the leak test, the proximal fitting was disassembled. No excessive glue was noted. The complaint device's cap-to-bottom (ctb) measurement was found to be above the value at which it may be at risk of leakage due to under-tightening. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, the root cause of the reported problem was determined to be manufacturing-related. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.